Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. The evaluation of the returned sample is not complete, but is in process at this time.

Event description:
Product user reported that the device felt bigger than usual. According to reporter, the swivel adaptors could not easily fit onto the tracheostomy tube's connector. Once the swivel adaptor was connected to the tube's connector, it took extra force to remove it. The user reported that multiple swivel adaptors were used on the device, and none could easily fit on to the tube. The tracheostomy tube was ultimately replaced; after replacement, the reporter explained that swivel adaptors could easily fit onto the connector. The reporter indicated that no adverse effects resulted from event.

Manufacturer narrative:
One tts¿ cuffed tracheostomy tube was returned for investigation. Visual inspection of the returned device connector opening, revealed an oval deformation. The connector of the returned device was further inspected and it was determined that it did not match the manufacturing specification for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).